Event description:
During a paroxysmal atrial fibrillation procedure, it was reported that a sensor error was displayed on carto 3 system related to 20a where the lasso® nav eco catheter was connected. The catheter icon was not being displayed. Troubleshooting was performed: the interface cable was exchanged without resolving the error issue. Further on, the catheter was disconnected and the error disappeared. A second lasso catheter was connected and an error 40 appeared. The catheter was switched from 20a to 20b port and the error 40 returned. A third lasso catheter was connected the error reappeared. The bwi representative then rebooted the patient interface unit (piu) without the catheters connected and the system fully initialize without errors. When the ez steer¿ thermocool® nav bi-directional catheter was connected, ECG¿s were saturated with noise. The catheter was disconnected and the noise issue was resolved. All other catheters were reconnected, including lasso into 20a, no errors were displayed. The ez steer catheter was replaced and the case was continued with no patient consequences. On (B)(6), received additional information requested from bwi representative stating that the noise was observed in all channels, body surface and intracardiac signals were completely unreadable in both systems simultaneously. The physician was not capable to interpret them and able to monitor patient heart rhythm. Due to this additional information, the complaint became reportable. Awareness date changed from (B)(6) to (B)(6) of 2014

Manufacturer narrative:
The device investigation is still in progress manufacturer's reference # (B)(4).

Manufacturer narrative:
(B)(4) during a paroxysmal atrial fibrillation procedure, it was reported that the customer experienced several magnetic issues. Errors 21, 40 and 116 appeared. In addition, ECG noise appeared with the lasso nav eco catheter. On march 12th, received additional information requested from bwi representative stating that the noise was observed in all channels, body surface and intracardiac signals were completely unreadable in both systems simultaneously. The physician was not capable to interpret them and able to monitor patient heart rhythm. The returned device was visually inspected and the luer hub was occluded with red ¿ brown residues that appeared to be human blood. This is not related with the complaint and was not reported by the customer. Per the reported event, the catheter was tested for electrical performance and was found within specifications. In addition, the eeprom was intended to be read, however it was found corrupted since no values were displayed. All catheters are 100% inspected for calibration before packaging. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint in regards of the errors displayed, it was confirmed. While for the noise issue, it was not confirmed.